Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the aortic insufficiency (ai) post implant of the valve could not be determined. Procedural factors (post dilation of the implanted valve) likely contributed to the ai and subsequent implant of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral, valve in valve procedure, a 20mm sapien 3 valve was implanted in an existing 19mm edwards magna aortic surgical valve. Post deployment of the sapien 3 valve, the patient had a gradient and the decision was made to post dilate the valve. Post dilation was performed 2 times. Following post dilation, the patient developed hypotension. No effusion was noted on echocardiogram. Groin sites were soft with no evidence of vascular complications or acute bleeding. CPR was initiated and IV bolus of epinephrine was administered. An iapb was prepared and inserted with no recovery of the patient¿s hemodynamics. A second sapien 3 valve was prepared. Echo imaging was difficult due to flash pulmonary edema and the CPR, but severe aortic insufficiency (ai) from what appeared to be a flailed leaflet on the deployed sapien 3 valve was suspected. The second sapien 3 valve was implanted with an additional 1cc of volume. The ai was resolved. The patient was eventually transferred to the ICU in a ¿tenuous¿ state due to a bleeding issue related to the insertion of an iapb, not the edwards esheath. Following discussions with the patient¿s family regarding the patient¿s condition and failure to recover over the day following the procedure, the decision was made to withdraw life-support. The patient expired on postoperative day (pod) 1. The annular valve area measured 229.1mm2 by CT. It was speculated that post dilation of the valve was the cause of the ai. The heart team wanted to continue to evaluate the images. However, the patient had an ef of 40% with bypassed coronary arteries and a high risk of ischemia during pacing and balloon procedures was a concern.